Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, they noticed haptic broken/torn/missing. Surgery was completed by using replacement sample lens on the same day. It was noted as occurred before docking. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis and the reported complaint was not observed. Iol returned positioned correctly in the iol case. The haptics are intact. There are fibers on the optic. Reported haptic broken/torn/missing not observed. No root cause identified as no damage was observed to the iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).